Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right inguinal surgery, the trocar and bag was inserted preperitoneal, the blue bulb was applied to blow up the dissection balloon and the camera was inserted to watch the dissection. The bulb was squeezed multiple times to blow up the dissection balloon however no air was captured in the balloon. The valve seal disengaged and the balloon did not inflate. They opened another type of device to complete the case. There was no patient injury.